Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they received the implant for bladder and bowel incontinence and typically gets up at night to void, but they were unab le to void last night until the morning of initial report; caller was asking for programming review. During the call, the caller wasn't concerned about the one time incident of retention, but the call center suggested to monitor. Programming information was then reviewed with the patient and caller. As a result of what was reported, the patient will make adjustments based on symptom results and monitor symptoms. No device issue was reported and no further patient complications have been reported as a result of this event.